Event description:
It was reported that during lead revision the set screw of the ventricular port would not tighten, the pulse generator was removed and a new device placed successfully. The patient was stable post procedure.